Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is currently in process. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head protective rubber, near the plug, was leaking. This was observed during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Event description:
It was reported, the camera head protective rubber, near the plug, was leaking. This was observed during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: due to damage on cable unit, the protector is not attached to the end. Based on the results of the investigation, the definitive root cause of the customer reported issue could not be determined. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, definitive root cause of the customer reported issue could not be determined. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. Never excessively bend, pull, twist, coil, squeeze, or crush the cable. The cable could be damaged. Do not pull out the connector by pulling the cable. Equipment damage may occur." Olympus will continue to monitor field performance for this device.